Event description:
The IV was successfully started in oncology 2006. No problems were encountered during insertion. The device was inserted and taped down and no initial leakage was noted. Leakage was then seen when getting ready to medication to the pt. The tape was pulled off to locate the leakage and they could not find the catheter portion. X-rays were completed and they were unable to visualize the catheter. Risk management x-rayed an unused nexiva catheter, and they were unable to visualize the catheter. The hosp does not know the actual number of the affected unit, but did report two lot numbers that the sample may be of.

Manufacturer narrative:
The hosp will not release the actual sample for analysis. However, they have sent rep units of two lot numbers for analysis. A supplemental report will be submitted upon completion of the investigation.